Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted tool marks, scratches, and dents on the case. The case of the device was punctured. The header was separated from the device and returned in many small pieces. The device was unable to be subjected to automated testing due to the damage to the case and header of the device. It is concluded that the damage to the device was induced and no further analysis was performed.

Event description:
It was reported that during a replacement procedure for normal battery depletion, the physician experienced difficulty removing the electrode from the header of the subcutaneous implantable cardioverter defibrillator (s-ICD). The physician had to take the header off of the device to get the electrode out. When the physician attempted to place the electrode in the header of the new replacement s-ICD, there was insertion difficulty. It was determined that the electrode had been compromised while attempting to remove it from the previous device's header. The s-ICD and electrode were explanted and a new electrode was implanted with the same replacement s-ICD. No additional adverse patient effects were reported.

Event description:
It was reported that during a replacement procedure for normal battery depletion, the physician experienced difficulty removing the electrode from the header of the subcutaneous implantable cardioverter defibrillator (s-ICD). The physician had to take the header off of the device to get the electrode out. When the physician attempted to place the electrode in the header of the new replacement s-ICD, there was insertion difficulty. It was determined that the electrode had been compromised while attempting to remove it from the previous device's header. The s-ICD and electrode were explanted and a new electrode was implanted with the same replacement s-ICD. No additional adverse patient effects were reported.